Event description:
Approximately an hour after insertion, it was noted on x-ray that the groshong catheter had migrated into the pulmonary artery.

Manufacturer narrative:
A chr review showed no other similar complaint file(s) from this lot. The device has not been returned to the manufacturer for evaluation.